Manufacturer narrative:
This supplemental report is being submitted to provide the additional information. The ¿rubber ring¿ in which the microbes were detected means the glue of the bending rubber.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc). Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that as a result of routine microbiological testing by the user facility, the subject device tested positive for following bacteria. The air/water channel: pseudomonas putida(> 150cfu / 50 ml). The distal end: negative coagulase staphylococci (3 cfu/25 cm2). The rubber ring: negative coagulase staphylococci (14 cfu/25 cm2). The detail of the ¿rubber ring¿ was not informed from the facility. The subject device had been disinfected using olympus automated endoscope preprocessor(aer) model etd3 (not available in the u.s.a) with peracetic acid. There was no report of patient infection associated with this report.